Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose values reached over 500 mg/dl and went to the hospital to seek treatment. For treatment, the patient was provided intravenous (IV) fluids and insulin. The patient was put in the intensive care unit (ICU). The pod was worn on the arm and removed by a nurse. The patient was reported to be vomiting. No further details to report.